Event description:
Ous MDR. An exit block was reported after an implantation time of about 48 mos. The pacemaker had been implanted together with a third-party lead. The ecgs showed pacing peaks. It could also be seen in the r-wave trend that the measure r wave had decreased from initially 15 mv to 6 mv. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR. The visual analysis of the pacemaker shows scratches on the front and back side of the pacemaker housing. The lead attachment screw for the different lead contact did not show any anomalies in the analysis. The screw could be easily extended and retracted. The spring element also did not show any anomalies in the analysis. A bipolar test lead could be contacted successfully. The incoming good inspection established that the pacemaker was programmed to vvi/cls mode with 40 ppm. The pacing amplitude was programmed to 6.0 v at 0.4 ms. The pacing and sensing polarity was set to unipolar. The sensitivity was 2.0 mv. The pacemaker underwent a complete function check, and no anomalies could be found. The pacing and detection functions of the pacemaker were tested. The pacemaker proved to be within specifications. The returned documents were analyzed. It was noted that the r-wave trend had worsened over time. The measured r waves reduced over time to 6 mv (see fig 1 and fig 2). The external ecgs showed regular unipolar pacing spikes and also pacing pauses of about 2 s length. During the last follow-up, the pacing amplitude was programmed to 6.0 v, and the sensitivity was reduced to 2.0 mv. Pacing pauses were still observed. N summary, it can be said that the pacemaker was within specifications during the analysis. No indications of a material defect or mfg error could be found, which could have been related to the reported exit block. The documents included in the shipment indicate an inhibition of the pacemaker. This assumption is supported by the worsened r-wave trend. Furthermore, inhibited pacing could be observed intermittently even after increasing the amplitude to 6.0 v. There are no indications of a pacemaker dysfunction.